Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.